Event description:
Discordant, falsely low calcium results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument and resulted higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse also replaced the lamp and the dilution turntable cuvettes. The cse then ran precision tests on glucose, calcium, creatinine, and albumin, all of which resulted within specifications. The cause of the discordant, falsely low calcium results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.